Event description:
The customer reported that there was an audio problem and speaker failure. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported an audio issue and a speaker failure. No pt harm was reported. A philips field service engineer already replaced the speaker and discarded the failed speaker. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.